Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to an internal manufacturing issue. However, this can only be confirmed when the device is returned for evaluation. The complaint allegation was confirmed based on the customer¿s pictures which show that the shaft's tip does not fit the button.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-2260 distal biceps repair implant system button inserter was too thick. This was discovered upon opening the package during a distal bicep repair procedure on (b)(3) 2023. The case was completed by opening another r-2260 distal biceps repair implant system.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.